Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure took place and a 24mm watchman flx closure device was implanted. Post implant, the patient was prescribed dual antiplatelet therapy. At the 45-day follow-up, a device related thrombus was observed.

Manufacturer narrative:
B5: additional information added h6: impact code corrected from no health consequences or impact to medication required.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure took place and a 24mm watchman flx closure device was implanted. Post implant, the patient was prescribed dual antiplatelet therapy. At the 45-day follow-up, a device related thrombus was observed. It was further reported that an initial attempt to implant was made with the 24mm watchman flx closure device, however after inability to meet release criteria, the 24mm watchman flx closure device was exchanged for a 20mm watchman flx closure device which was implanted after one (1) full recapture. The 24mm watchman flx closure device was not implanted as previously reported. It was further reported that post implant the patient was prescribed plavix and aspirin. After the discovery of the thrombus, the patient was switched to eliquis and aspirin. Since the discovery of the thrombus, the patient has had follow up imaging approximately three (3) months and five (5) months later. The patient is scheduled for the next follow up in two (2) months.

Manufacturer narrative:
B5: the following additional information was added: it was further reported that an initial attempt to implant was made with the 24mm watchman flx closure device, however after inability to meet release criteria, the 24mm watchman flx closure device was exchanged for a 20mm watchman flx closure device which was implanted after one (1) full recapture. The 24mm watchman flx closure device was not implanted as previously reported. B6: testing data was added regarding the patient's anatomy and device appearance: other shaped appendage; 0 degree view: 15mm, 25% compression; 45 degree view: 14mm, 30% compression; 135 degree view: 15mm, 25% compression. D4: lot number corrected from 0030462208 to 0029567926. D4: expiration date corrected from 10/31/2025 to 06/09/2025. E1: physician name, dr. (B)(6) was added. H4: device manufacture date corrected from 11/01/2022 to 06/10/2022.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure took place and a 24mm watchman flx closure device was implanted. Post implant, the patient was prescribed dual antiplatelet therapy. At the 45-day follow-up, a device related thrombus was observed. It was further reported that an initial attempt to implant was made with the 24mm watchman flx closure device, however after inability to meet release criteria, the 24mm watchman flx closure device was exchanged for a 20mm watchman flx closure device which was implanted after one (1) full recapture. The 24mm watchman flx closure device was not implanted as previously reported.